Manufacturer narrative:
At this time, microline surgical is awaiting the device back from amco. Once recieved, an investigation will be conducted and a final adverse event report will be submitted with the information from the investigation.

Event description:
The nurse realized that the edge of the back hub was dented. It seems that this part was initially dented since the handpiece wasintact and the edge of the dent part was smooth. We cannot deny the possibility of the impact on insulation properties.